Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards received notification that a patient with a bioprosthetic valve underwent a valve-in-valve procedure due to degeneration. No other details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Based on the information received this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with svd.

Event description:
Edwards received information patient with a 29mm pericardial valve implanted underwent valve-in-valve procedure in mitral position. A 29mm transcatheter valve was correctly implanted inside the failing 29mm valve.